Event description:
Product experience report form received on (B)(6)2013 states that the ra lead was dislodged and for lead revision. The physician was dr.(B)(6) at (B)(6) healthcare . No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).